Event description:
The customer reported the system displayed a bv camera error message. When the error appears the live image is lost, thus rendering the system unusable. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable.